Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as a defective ion-selective electrolyte (ise) tubing. The fse replaced the ise tubing to resolve the issue. System performance was verified and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer repeated the test on another analyzer with a result considered correct. The customer did not provide patient demographics. The customer provided the following data for one patient sample.